Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic valve was chosen for a procedure. During procedure, it was noted that the leaflets cannot be fully closed. A new unknown size valve was chosen and completed the procedure. The patient was reported stable.